Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales representative reported the following event: "after a surgery performed on (B)(6) 2017, which was about a complete hip prosthesis thelios and which completed successfully, the patient came back to the hospital in emergency one month later because she had pain. It appeared that the patient suffers from a dislocation. The head of the implant came out of the insert. The patient was revised to change the implant on (B)(6) 2017."

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. Device evaluation and results: visual inspection on the part noted damage to the inner sphere of the device. Dimensional inspection: dimensional inspection was carried out on the returned device. It noted: "the returned device was re-inspected as per (B)(4), and found to be failing for ¿inner sphere diameter e¿ and ¿b diameter¿ above their respective upper tolerances. A review of the original DHR confirmed that the b diameter of the returned device were in specification at the time of manufacture. (The b dimension is checked on 100% of parts during the in-process inspection). It is likely that the disassociation of the liner and femoral head resulted in the b diameter going out of specification. During the original in-process inspection, as per igs requirements, the inner sphere diameter e was checked on the first and last part of the original batch of 18 parts. Both of these parts passed for this feature at that stage. It follows that the inner sphere diameter e went out of specification under the same disassociation conditions as the features b diameter. The b diameter and inner sphere diameter e are all linked to the inner sphere of the part. The failure of these features and the damage observed on the inner sphere are deemed to be consistent with the disassociation of the femoral head from the adm liner. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted the following; the principal problem of this case is cup malposition leading to an intraprosthetic dislocation requiring revision within 4-weeks of implantation. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. In this case, the cup has a very high inclination of 60° where 40° - 45° would be the target for optimal inclination. Furthermore, the cup does have virtually no anteversion where normal range should be within 15° - 25° of anteversion. Lack of cup anteversion is evident from the straight line projection of the cup opening circle on the ap view. Principal root cause of failure thus was cup malposition leading to impingement and intraprosthetic dislocation. Because cup position was the principal problem and the surgeon is responsible for optimal component placement, principal root cause of failure is procedure-related with the instability further aggravated by another procedure-related effect related to early postoperative muscular laxity. Also the incomplete seating of the metal insert is a procedure-related factor. No evidence is available to suggest that device-related factors might have played a role while the present failure scenario as based upon an adverse mix of several procedure related factors provides a plausible explanation for the failure event of this case consistent with all reported facts and findings. This pi case is not device-related. Procedure-related factors: cup malposition in very high inclination, absent anteversion and superficial position incomplete mdm metal liner seating a non-related issue. Patient-related factors none. Device-related factors: none. Diagnosis: cup malposition in steep inclination, absent anteversion and superficial position has contributed to instability in the arthroplasty leading to early dislocation within 4-weeks of implantation, a timeframe with still incomplete healing of soft tissue structures of the hip. The use of an adm cup insert resulted in an intraprosthetic dislocation requiring revision. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the provided x-rays by a clinical consultant concluded "cup malposition in steep inclination, absent anteversion and superficial position has contributed to instability in the arthroplasty leading to early dislocation within 4-weeks of implantation, a timeframe with still incomplete healing of soft tissue structures of the hip. The use of an adm cup insert resulted in an intraprosthetic dislocation requiring revision." No further investigation is required at this time. If further relevant information becomes available, this investigation will be re-opened.

Event description:
The sales representative reported the following event: "after a surgery performed on (B)(6) 2017, which was about a complete hip prosthesis thelios and which completed successfully, the patient came back to the hospital in emergency one month later because she had pain. It appeared that the patient suffers from a dislocation. The head of the implant came out of the insert. The patient was revised to change the implant on (B)(6) 2017." A review by a clinical consultant noted unknown trident shell malposition and incomplete seating of an msm liner in the trident shell as being procedure-related factors contributing to the dislocation event.